Event description:
Hospital personnel were attending to a patient in ccu, suffering from pneumonia. The patient went into cardiac arrest and an attempt was made at administering defibrillation therapy. The operator reported the defibrillator charged but would not discharge. Allegedly the alleged anomaly occurred several times. The patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's viability.